Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The device event logs were reviewed and a history of placing the device in standby mode and turning the device off were observed. There were no "ventilator inoperative" errors observed in the error log. There were no other issues observed during the device evaluation. The device was found to be functioning as expected.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.